Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that while in the hospital recovering from a ventricle assist device (vad) implant a patient experienced multiple vad stopped alarms (24 episodes). On integration there were only two suction events. These vad stopped alarms occurred on; (B)(6) 2014. Log files were down loaded and set to the company. The alarms were noted to be cleared as stated by the facility after they changed to a new display screen. The facility was informed that the company that there were still noticed vad stopped alarms. The facility fully inspected the driveline connector site, it is stated that the driveline was fully engaged and locked. The facility was able to cause an audible medium priority alarm, by increasing the flow alarm level. The alarm was heard and appeared on screen. The facility changed the controller to the backup controller. It is stated the patient tolerated the controller exchange well without incident and was to remain in the hospital for normal recovery. No additional information is provided.

Manufacturer narrative:
One controller and one monitor were returned for evaluation on 01/12/2015. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed several occurrences of vad stopped alarms, of type vad disconnect, from (B)(6) 2014. However, these alarms could not be duplicated at the bench level. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Log file analysis revealed a history of driveline disconnections. However, the controller and monitor passed testing. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.